Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an issue with angio-seal vip. An exact root cause was unable to be determined as the device was reported to have been unrelated to the issue. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Per abbott's notification # (B)(4): the event description states that during a transfemoral aortic valve replacement (tavr) procedure, a lesion was found on the patients right iliac and an occlusion on the right common femoral artery (cfa) requiring an endarterectomy and iliac stenting. Two (2) foreign bodies were also found and removed during the procedure. A perclose device was used on the left cfa and angio-seal devices were used on the left and right cfa puncture sites. The patient presented to the vascular surgery clinic with complaints of disabling right leg claudication. A computed tomography (CT) angiogram showed a right iliac lesion and a near occlusion of the right common femoral artery. The patient underwent a right femoral endarterectomy with retrograde iliac stenting. During incision, two foreign bodies were noted in the right cfa causing an obstruction. The pieces were removed and passed off to the back table. The remainder of the procedure was uneventful. Additional information received on 06 feb 2023: the patient was in stable condition.